Manufacturer narrative:
Concomitant medical products: product ID: 7426, serial#: (B)(4), implanted: (B)(6) 2005, product type: implantable neurostimulator. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported impedances were elevated >2,000 ohms. It was reviewed to retest at a higher amplitude. It is unknown if the issue resolved. The patient has two implantable neurostimulators (inss) implanted in 2005 with very low settings. No patient symptoms were reported. Additional information was received stating both ins's had >2,000 ohms. Left had >2000 at 0 & 3. The right had >2000 at 0 & 3. The patient will get a replacement.